Manufacturer narrative:
Analysis of the pump found fluid path/reservoir access issues due to residue during or after internal decontamination. Interrogation of the device revealed it contained bupivacaine and dilaudid.

Event description:
The pump and catheter were returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for malignant pain. Further information was not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.